Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed system notices 50022 (mechanical component error), 50013 (the refrigerant level is too low to continue), and 50001 (the vacuum is disabled due to a problem with coaxial umbilical cable) were received on the date of the event. In conclusion, these system notices are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating a mechanical component error. A reboot was performed and both the electrical umbilical cable and coaxial umbilical cable were replaced without resolution. It was also reported that an error was received indicating that the refrigerant level was low. A foot pedal was used and after coming on ablation, the balloon catheter deflated. Subsequently, the case was aborted under general anesthesia. No patient complications have been reported as a result of this event.